Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which all components were removed and replaced. No additional patient complications were reported.